Event description:
It was reported the set screws in both extensions were not fully retracted. Surgeon had to manually retract each screw set. The surgeon stated that this briefly delayed the case, but also increased the risk of the screws falling out. Surgeon noted in the past, the set screws had always been seated properly and did not require adjustment to put the lead in. Pt recovered without sequela. Add'l info will be provided when available.

Manufacturer narrative:
(B)(4).